Event description:
It was reported that patient presented for remote follow-up. It was noted that patient's implantable cardiac monitor exhibited under sensing. No intervention was performed. Patient condition was stable.